Manufacturer narrative:
A fiber cap detachment during a prostate procedure could result in a forward firing condition of the side-firing surgical fiber.

Event description:
It was reported that at 69,488 joules of use, the surgical fibers cap detached inside of the pt during a prostate procedure. The fiber cap was reported to have been retrieved from the pt and the case completed by turp. There was no injury reported.